Event description:
It was noted that there was a decrease in the sensing of the r wave as well as an increase in the threshold on the right ventricular (rv) lead. A repositioning procedure was scheduled. During the repositioning procedure, it was noted that the helix would no longer extend from the lead. The rv lead was explanted and replaced to resolve the issue. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Visual inspection revealed the helix retracted and clogged with dried blood. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage. Electrical testing revealed no anomalies on any indication of conductor fractures or internal shorts. The reported event of helix would not extend, low sensing and high threshold was not confirmed. The cause of the helix unable to extend, was isolated to the over torque of the inner coil.